Event description:
The customer reported being hospitalized on (B)(6) 2012 due to high blood glucose. The customer's blood glucose reading at time of call was 547 mg/dl, and she was treated with a manual injection. The customer stated that they ran a test for sinus infection. The caller mentioned having frequent no delivery alarms during basal. Troubleshooting was performed. Assisted the customer to run the fixed prime test and the insulin did not exit and alarmed no delivery. Instructed the customer to remove and to reinsert the reservoir. Attempted to run again the fixed prime and a displacement test and they passed. Advised the customer to remove the cannula, and it was not bent or occluded. The customer called back and reported that she was hospitalized due to low blood glucose of 60 mg/dl. The caller stated that the reservoir was showing less insulin than the status screen. The caller stated that the device was exposed to an MRI. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.